Event description:
On 4/20/1998 an erratic phenytoin result of 0.1 mg/l was reported on a pt who presented in the emergency room at the account. The emergency room questioned the result and the sample was retested, giving 16.99 mg/l. No report of injury.